Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in uses condition with the original packaging opened. A visual inspection noted the inflation line was damaged near the inflation channel confirming the complaint. No other analysis was performed. As during the pre-check no leakage or damage was reported on the inflation line, and it wasn't until it was introduced into the patient when it leaked, the root cause could be due to improper use of the product. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. D4: lot number, expiration date. And h4: device manufacture date is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that during the use of the product. The inflation line got detached from the pilot balloon. No adverse patient effects were reported by the customer. It was reported, that no further information is available.